Event description:
The hcp was unable to steer the lead to the t8 level. The lead was removed and broken wires were found within the lead upon visual examination.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.